Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and when first powered on, the pressure line showed some noise. The stm then opened the iabp and reseated the front end board and connections to it. The stm powered up the iabp again and the artifact was no longer present. The stm then connected the iabp to a trainer and let it run and verified that all signals were good. The iabp was powered off and on several times with no further issues. Subsequently, the stm returned to the event site and completed preventative maintenance on the iabp and rechecked the traces and confirmed that there was no more interference or noise on the traces . The stm then performed all diagnostic and performance tests which passed and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an "ECG signal waveform issue" and that the iabp was displaying noise or a signal with nothing connected. There was no patient involvement and no adverse event was reported.